Manufacturer narrative:
The patient is a (B)(6) baby. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced a connection issue with an inter link t-connector. A t-connector disconnected from the patient¿s angiocatheter and resulted in 0.2 ml of blood loss. The slip lock did not connect properly to the non-baxter 18 gauge angiocatheter the patient uses, which caused the disconnection issue resulting in the area being cleansed and a new setup started. There was no medical intervention; however, as the disconnection and blood loss represents a breach of the sterile fluid pathway, there was a risk of infection to the patient. No additional information is available.